Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was possibly under delivering. The customer reported he had no delivery last week and had change set but sugars were still so high. Patient's blood glucose at time of incident was 375mg/dl. Patient's current blood glucose was 371mg/dl. The customer treated it with insulin pump and injection. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as they wake up with high blood glucose after not eating. The customer will bolus and still be high, if she gives herself an injection her blood glucose will start to come down. Customer stated the drive support cap appears normal (slightly indented). Customer already received no delivery and was not comfortable with pump. The customer stated her blood glucose went up to 568mg/dl and she took an injection and that's when it started to come down. The customer stated she has not eaten anything since last night and 375mg/dl was her fasting sugar. The pump will be returned for analysis.